Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer's mother did not perform troubleshooting for high blood glucose reading. Customer's mother also reported motor error and weak battery. Insulin pump will be returning for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No unexpected weak battery alarm anomaly noted. No motor error alarm during testing noted. Motor passed motor test. Insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window.